Event description:
The reporter stated that her husband did a meter to lab test comparison. His meter reading was 135 mg/dl, and the lab test result was 107 mg/dl. The tests were done in a fed state, two minutes apart. The meter test was capillary, and the lab test was venous. No symptoms were reported.